Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". There are not more results available memory as it was the first test done. No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". There are not more results available on the memory as it was the first test done. No adverse event reported.